Event description:
Reportedly, the screen of the programmer continously freezes.

Manufacturer narrative:
Preliminary analysis revealed a hardware malfunction related to the computer clock.

Event description:
Reportedly, the screen of the programmer continuously freezes.

Event description:
Reportedly, the screen of the programmer continously freezes.